Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 with blood glucose over 1000 mg/dl. The customer stated that she was sick the whole week and thought that's what it was. The customer was treated with insulin pump. Customer reports they have contacted their healthcare professional regarding the high blood glucose. The customer was wearing the insulin pump during the hospitalization. Customer mentioned that hospital found that she had a stroke, but states it probably happened about 6 weeks ago. She was not aware that she had one and did not say it blood glucose related. The insulin pump will not be returned for analysis.